Event description:
The technician alleged the bed would not go into emergency trendelenburg. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.